Event description:
It was reported that during an implant procedure, the setscrew would not tighten with the lead in the connector block. It was stated that a different device was used with no issue. Additional information received reported that the patient was responding to stimulation. Any additional information received will be included in a follow-up report.

Manufacturer narrative:
Analysis of device, model# 3058, serial # (B)(4), found that the #0 connector was not completely seated in the device port, which caused the setscrew to be misaligned in the grommet.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).